Event description:
N/a.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned analysis and the reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H3: device status changed from no to yes.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified superior femoral artery (sfa). During advancement of a hi-torque command guide wire resistance was noted with the anatomy and the guide wire separated. Another non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.